Event description:
It was reported that a speed issue occurred. A rotapro console and rotapro advancer were selected for use. During the procedure, it was noted that the abnormal rpm was noted;rotational speed was unstable, fluctuating up and down while in normal mode. The issue was resolved by replacing the advancer and the procedure was completed.